Event description:
A peritoneal dialysis pt has reported that dialysis solution is leaking out of the cassette and into the cycler. When the cassette door was opened, there was a spillage of fluid coming from the cycler. The tubing set was noticed to have a hole in the back of it. Pt states no ill effects or antibiotics taken. Denies fevers, chills, nausea/vomiting. Effluent has remained clear. There is a sample available for evaluation.